Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 422 mg/dl. The patient reported being unsure if the cannula was properly seated and bent. For treatment, the patient changed out the pod for a new pod.